Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed at 8 atmospheres, 10 atmospheres, and 12 atmospheres with 60 seconds duration for each inflation. However, the balloon ruptured during the third inflation. The procedure was completed with a different device. There were no patient injury reported.